Event description:
It was reported that the pump's alarm sound was not annunciating. Customer's blood glucose (bg) was 1,171 mg/dl, and ketone level was 7. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room and was admitted to the hospital intensive care unit. Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous insulin and saline. The elevated bg/ketones resolved with no permanent damage. Customer was discharged on (B)(6) 2024. Customer did not observe any issues with the insulin, cartridge or infusion set cannula/tubing. However, customer reported that when testing the wake button, the alarm did not annunciate. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.